Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was admitted to the emergency room due to thigh blood glucose of 525 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was experiencing symptoms such as vomiting and severe . The customer was wearing the insulin pump at the time of being admitted. Customer last changed her infusion set on (B)(6) 2017. Troubleshooting on the insulin pump was performed. Drive support cap was normal. No air bubbles were noted. Due to customer having a hand injury customer was unable to complete troubleshooting. Customer also stated she needed assistance with her device as she was unable to deliver insulin as someone made changes to her device while she was sleeping. Customer's blood glucose was 132 mg/dl and would like to have supper. Then customer noted air bubbles larger then campaign size in the tubing of the infusion set. Customer was unable to perform troubleshooting. The insulin pump is not returning for analysis.